Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03feb2020.

Event description:
It was reported that the unit would not power on. The device was not being used for treatment at the time of the reported problem, and there was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer had just replaced the battery and reported that the voltage was 12.8 volts. The battery and power indicator were functional. The technician recommended that the customer swap out the power management board. The customer reported that the replacement battery resolved the issue.